Manufacturer narrative:
Update to d9: sample returned, update to h3: device evaluated, update to h6: type of investigation, update to h6: investigation findings, update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, she was in the middle of a treatment when her nebulizer "shut off" on (B)(6) 2024, and now the nebulizer will not turn back on. The customer reported she has pulmonary fibrosis and is having a "hard time breathing" without her "symbicort and albuterol" treatments. The customer did not report any serious injury, medical intervention, or follow-up care as a result of the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she was in the middle of a treatment when her nebulizer "shut off" on (B)(6) 2024, and now the nebulizer will not turn back on.